Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead and pacemaker presented to the emergency room due to fatigue and shortness of breath. Loss of capture was observed, including at maximum outputs, and pacing was not being provided. Intermittent inappropriate sensing and pacing impedance measurements greater than 2,500 ohms were also observed. It was reported the patient is pacer dependent. An invasive procedure was performed. This lead was surgically abandoned and replaced. Blood was noted in the device header and the device was also replaced. No additional adverse patient effects were reported.